Event description:
The miragel implant incurred swelling and degradation over the course of several years. Implant was removed and found to be swollen and fragmented. Pt has lost a significant amount of vision in their right eye.